Manufacturer narrative:
Zoll has not yet received the catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. The event of bleeding at the insertion site was serious as treatment was needed - the staff had to put pressure on the area. Bleeding at IV insertion site is an anticipated event and could potentially occur with the usage of any catheter. The event of bleeding at the insertion site was probably related to the device and not related to the procedure. The event of the fluid running into the patient's vasculature was not serious as no patient effect occurred. Seems that around 2 bags of 500 ml of sterile cold saline entered the patient's vasculature. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The event of the fluid running into the patient's vasculature is an anticipated event. The event is causally related to the device and the procedure.

Event description:
Zoll received a call from a night shift ICU nurse, reporting a suspected leak with the quattro catheter (lot # unknown). The reporting nurse stated that two saline bags ran dry but was unsure when the issue occurred as she was not the nurse taking care of the patient at the time. The nurse also reported they found the patient bleeding from his groin site (where the quattro was placed). The amount of bleeding was to the point where the staff had to put pressure on it at/around the same time they noticed the saline bags running dry. Simultaneously, the thermogard hq console (sn (B)(6) generated an "air trap" alarm. The nurse stated that the floor around the thermogard hq console was dry, and none of the pads/sheets near the patient were wet. The reporting nurse added that the staff had changed the start-up kit (suk) tubing when they changed out the saline bag for the first time, and the suk didn't appear to be damaged either. They had also removed the quattro catheter for a suspected leak, but it is unclear when it was removed. While on the phone with the nurse, the zoll clinical tech line had the nurse fill the slip-tip syringe with water and manually inflate the catheter balloons for a leak check. The nurse did not see any leaking from the four balloons on the catheter. The zoll tech line had the nurse check the console's drip tray, which was dry. The nurse was further instructed to check the inside of the console near the air trap holder, which was also dry. In tandem, the zoll clinical tech line guided the customer's biomedical engineer to power on the thermogard hq console, and it ran through the start-up sequence. The thermogard hq console passed the self-test with no error messages or issues. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
B5 (describe event or problem) was updated. D4 (suspect medical device, lot #) was updated. D9 (returned to manufacturer) was updated. H4 (device manufacture date) was updated. H6 codes were updated. The reported complaint of the suspected saline leak from the catheter was confirmed during a functional pressure leak test. A bonding leak was observed at the distal end of the medial balloon. The probable root cause of the bonding leak could be a latent defect in the bond. During functional testing, all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the distal end of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for investigation result related to the reported complaint, and there was no previous history of complaints reported for the quattro catheter with lot number 192350.

Event description:
Zoll received a call from a night shift ICU nurse, reporting a suspected leak with the quattro catheter (lot # 192350). The reporting nurse stated that two saline bags ran dry but was unsure when the issue occurred as she was not the nurse taking care of the patient at the time. The nurse also reported they found the patient bleeding from his groin site (where the quattro was placed). The amount of bleeding was to the point where the staff had to put pressure on it at/around the same time they noticed the saline bags running dry. Simultaneously, the thermogard hq console (B)(6) generated an "air trap" alarm. The nurse stated that the floor around the thermogard hq console was dry, and none of the pads/sheets near the patient were wet. The reporting nurse added that the staff had changed the start-up kit (suk) tubing when they changed out the saline bag for the first time, and the suk didn't appear to be damaged. They had also removed the quattro catheter for a suspected leak, but it is unclear when it was removed. While on the phone with the nurse, the zoll clinical tech line had the nurse fill the slip-tip syringe with water and manually inflate the catheter balloons for a leak check. The nurse did not see any leaking from the four balloons on the catheter. The zoll tech line had the nurse check the console's drip tray, which was dry. The nurse was further instructed to check the inside of the console near the air trap holder, which was also dry. In tandem, the zoll clinical tech line guided the customer's biomedical engineer to power on the thermogard hq console, and it ran through the start-up sequence. The thermogard hq console passed the self-test with no error messages or issues. The patient's status information was requested, but the customer did not provide a response.